Manufacturer narrative:
Philips service replaced the geo module wp kit and checked the firmware. The system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry movement was limited, and the system was on but non-operational on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.